Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: stockert 70 system, model #: m-5463-01, serial #: (B)(4)

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade/perforation requiring surgical intervention and a pneumothorax requiring chest tube. After the procedure was successfully completed, the intracardiac echocardiogram showed no signs of an effusion. The physician proceeded with insertion of a bi-ventricular implantable cardioverter defibrillator (ICD). During the surgical closure of the ICD pocket, the patient became hypotensive. A cardiac tamponade was confirmed via an transthoracic echocardiogram. A pericardiocentesis was attempted. Then the physician opted for surgical intervention. The posterior-lateral left ventricular perforation was repaired and a chest tube was placed to alleviate pneumothorax . The patient was extubated and stable at the time the complaint was reported. The patient was recovering and the physician anticipated full recovery. Factors that may have contributed to the adverse event include medical history of coronary artery bypass grafting. The physician's opinion regarding cause of the adverse event is that it was procedure and patient-condition related. The overall time for ablation at site of injury was 90 seconds. The last ablation cycle time at the site of injury was 30 seconds. Generator settings included: power control mode at 40 watts, temperature average of 38 degrees celsius, and impedance in 140s. Irrigated catheter flow at 30 ml/min. No error messages were observed on the biosense webster equipment during the procedure. The sheath used was the st. Jude medical agilis. The patient received anticoagulants during the procedure with acts at 313 seconds. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.